Event description:
It was reported that during a sigmoidectomy procedure, when replacing the cartridge in the device, the jaw would not open. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.